Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly (psa). Correction: replacement of psa.

Event description:
The following was reported to hamilton medical ag: summary:error read hardware component eeprom.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly (psa). Correction: replacement of psa. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: error read hardware component eeprom.